Manufacturer narrative:
The investigation has been completed. Based on the analysis, one of the alleged malfunctions was verified and a different issue was identified. (B)(4).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred after the customer finished updating the pump software. In addition, the pump could not charge properly without the customer maneuvering the cable into the charging port at a certain angle. Customer reported blood glucose level 180 (mg/dl). Reportedly the customer has manual injections as alternate insulin therapy.